Manufacturer narrative:
(B)(4). Handle post, antibackup. The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Upon firing of the device, three conforming were fed and the remaining eight clips were ejected. In order to evaluate the internal components of the device, it was disassembled. Upon disassembling, the handle posts were noted to be broken leading the found ejected clips; however, it is known from the history of the device that found antibackup failure may lead dropping clips. In addition, the antibackup lever was noted worn out leading the found antibackup failure. It could not be determined what may have caused the found condition of the handle posts. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the clips were dropping from the device, but the clips did not fall into the patient. Another device was used to complete the case with no patient consequence.